Event description:
Patient experienced wound dehiscence after walking approximately two weeks post surgical amputation of the big toe where an orthadapt bioimplant was used to augment the tissue repair at the head of the first metatarsal bone. Approximately five weeks post amputation, the midsection of the bioimplant was excised and the remainder of the implant was approximated at the sides with the native soft tissue.

Manufacturer narrative:
The orthadapt bioimplant was used to augment the tissue repair post amputation of the big toe. Two weeks post the repair, the surgeon noted that the patient was non-compliant with instructions and was found walking barefoot in the nursing home. Based on the provided case information, non-compliance with the rehab protocol is the likely cause of the event. The product and lot number were not provided to the manufacturer. The manufacturer of the device at the time was pegasus biologics, inc.